Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. A DHR (device history record) review was performed and no deviation was found. The most probable root cause has been determined to be use/user error as the dfu states: "the use of other diagnostic catheters may result in an inability to deliver, deploy, or recapture the device". (B)(4).

Event description:
It was reported that thrombosis occurred. The target lesion was located in the mildly tortuous superior cerebellar artery. A 15 mm x 25 cm interlock¿-35 was selected for use. During the procedure, it was noted that the coil became stuck midway inside a non-bsc catheter. The coil was pulled out together with the catheter without issue. The coil was removed from the catheter with some force due to a thrombus noted on the coil. The procedure was completed with another of the same coil. No further patient complications were reported.